Manufacturer narrative:
Summary evaluation was translated from (B)(6) to english language.

Event description:
After performing rotarex thrombectomy in the lesion, the head of the catheter was detached from the shaft.the detached catheter could fortunately be removed from the artery back into the sheath without complications.